Event description:
It was reported the device overheated during a procedure at the user facility. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported.